Event description:
It was reported that after a laparoscopic gastric bypass procedure, hours after the primary procedure the patient showed symptoms of bleeding. The surgeons took the patient back for a re-laparoscopy during the night, and stopped the bleeding. It seemed to be the stapled jejunum transection (white cartridge) that was bleeding. The condition of the patient immediately after the procedure was stable. All products were discarded after the primary surgery and therefore will not be returned. No further information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.